Manufacturer narrative:
E1: patient city: (B)(6). Patient country: germany.

Event description:
Unomedical reference number (B)(4). Event occurred in germany. It was reported that patient faced infusion set leakage next to needle event on 18-jun-2024. Infusion set has been for 2 days. No further information available.